Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at an unspecified location found. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer and minor scratches on window. In summary, customer allegations for cosmetic damage due to being dropped was confirmed at the retainer ring from visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump fell on the floor. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.